Event description:
Customer reported the tubing is sliced at the lower fitment. A small amount of blood leaked out. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.